Manufacturer narrative:
Device not returned.

Event description:
It was reported that the end of the usb cable was bent and could no longer charge the pump battery. Cable was replace to resolve this issue. There was no reported adverse impact to customer's blood glucose.